Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not improving. The caller indicated that the patient's healthcare provider (hcp) checked the patient's bladder and it was still full even after the patient used the bathroom. At the time of the call the patient did not have their ens controller so adjustments could not be made. The patient planned to increase stimulation after returning home. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.